Event description:
It was reported that this was a closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional atrioventricular (av) ablation procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 15fr sheath and the interventional av ablation procedure was completed. Reportedly post procedure, the physician felt that while pre-placing the prostyle device at the 10 o'clock position, the device was not pre-placed properly. During suture management, bleeding still occurred at the access site. An additional prostyle device was used to achieve hemostasis at the artery access. After the interventional av ablation procedure, there was a venotomy closure of the right common femoral vein with an 8.5fr sheath. Reportedly, the plunger was not fully depressed resulting in a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hemorrhage is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.